Event description:
A customer reported a defect "outpouching" 2/3 the way down on the cutter shaft would not allow entry through the port. There was no pt impact reported. Add'l info has been requested, but none has been received.

Manufacturer narrative:
The sample has been received and in-house eval is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).